Event description:
Product was opened but would not retract in order to get into the scope. Md deemed the product as defective. Another item was obtained and used to complete the case. Product did not have patient contact or patient harm.